Manufacturer narrative:
Both connectors were found to be broken. The upper and lower cases were found to have cracking at bosses. The hanger assembly was found to be cracked. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular connector port. The epg was returned for service. There was no patient involvement.